Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient reported having "funny growths and raised blisters around the implant." The patient also reported that the heart rate is higher than normal and does not think the device is working properly. The device remains in use. No patient complications have been reported as a result of this event.